Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a damaged enclosure and front cover. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. The device leaked because the tank gasket was missing. The damaged enclosure and front cover were replaced. The missing gasket was also installed. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking. No patient injury or complications were reported in relation to this event.